Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline communication fault alarms while using the modular cable (lot number unknown) was unable to be confirmed. No log files were able to be extracted while the product was in use and no products were returned for further evaluation. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for the modular cable were unable to be reviewed as no device identifying information was provided the heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and instructs the user on how to keep the driveline clean by using a towel with mild dish soap and warm water to gently clean it. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
-Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the left ventricular assist device could not be interrogated and the system controller lcd screen showed a communication fault. The customer tried the old system monitor and heartmate touch, but the controller could not connect. He system controller and modular cable were exchanged. Per the site, the patient felt faint immediately after disconnecting the left ventricular assist device, so the site was unable to take a picture of inside the modular cable. Log files from the new system controller were submitted for review. After the modular cable and system controller were exchanged, no further communication faults were noted after performing 25 power cable disconnects.